Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0208262325, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0208262326, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported there was a hematoma around the lead trajectory. Diagnostics included imaging that was abnormal on (B)(6) 2014. It was procedure related. Actions included prolongation of existing hospitalization. There was no alleged product issue. The patient resolved without sequelae.